Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on this information, the reported physical resistance (anatomy) was due to user technique/procedural condition of the clip entangled in the chordae. The reported device damaged by another device (caused damage) was due to user technique/procedural circumstances as during implantation, the second clip interacted with the first clip and dislodged it. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implanted clip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the damage caused to the implanted clip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One clip (80823u181) was implanted and mr was reduced. A second clip (80914u281) was advanced but became caught in the chordae. During removal attempts, the first clip (80823u181) detached from the posterior leaflet. An attempt was made to implant the second clip (80914u281), to stabilize the detached first clip; however, the second clip knocked the first clip off the anterior leaflet. The first clip embolized to the left atrium, where it was snared and removed from the anatomy. The second cds was removed from the anatomy, with the clip undeployed. Three additional clips were implanted without issue, reducing mr to grade 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.